Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported by the patient that this tactra prosthesis migrated. The patient consulted a physician who found no issues with the implant. However, the patient has a follow-up appointment scheduled for june. No additional information was reported.